Manufacturer narrative:
Concomitant medical product: 5086mri52 lead, implanted: (B)(6) 2013; 6947m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was further noted that erosion and oozing from the device site was observed. Blood cultures were taken. The system was replaced at a later date. No further patient complications have been reported as a result of this event.